Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date in the same month as the onset, the patient was hospitalized for the event. The cause of peritonitis and treatment for the event were not reported. At the time of this report, the patient had not yet recovered from peritonitis and pd therapy was ongoing. No additional information was available.